Event description:
Event description guidant received information that the measurements taken with this implantable lead, one month post implant, had changed from the measurements taken at implant. Subsequently, it was noted that the threshold measurements continued to increase, and there appeard to be ventricular loss of capture resulting in stored ventricular tachycardia episodes.